Manufacturer narrative:
(B)(4). The MFR documentation for the device used in this case was reviewed and all quality and mfg release criteria were met. In addition, the complaint database was reviewed and no other reports of this type were found for this lot. The device was returned with the transducer separated from the catheter. A lateral tear was observed extending distally from the rapid exchange wire exit port to the distal end of the sheath. The transducer, transducer sleeve, and distal tip were in one piece. The rapid exchange lumen and microcables were both severed at the proximal end of the transducer. Contained, forceful manipulation of the guidewire against the catheter sheath from the rapid exchange exit port to the transducer. Simultaneously, torquing the device in a tight stenosis likely broke the sheath tip bond and allowed the transducer to twist freely within the sheath and eventually shear the rapid exchange lumen and microcables. The damage indicates that significant force was used when manipulating the catheter. The IFU clearly states not to torque or attempt to advance a catheter that meets resistance. We will continue to monitor complaints for this failure. No further action required at this time.

Event description:
It was reported that difficulty was experienced while attempting to advance the catheter into a tight, highly calcified occlusion. After multiple attempts, it was observed with fluoroscopy that the transducer and tip had detached from the catheter but were still over the guidewire. The device, guide wire and separated piece were removed together, no pt injury was reported.